Event description:
A call was placed to technical services on (B)(6) 2013 noted that historically the daily shock lead impedance measurements had increased from 70-90 ohm range. This lead was implanted on (B)(6) 2006 and remains implanted until this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).